Event description:
The customer reported via phone call that they were unable to upload their insulin pumps due to the unexpected restart alarm, signal too low alarm, and displayable history check failed on start up alarms. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarms noted in alarm history screen due to corrupted history files. The insulin pump passed displacement test, self test, and a21 error test. No a17 or a21 alarms noted. The insulin pump was able to down load properly. The insulin pump had minor scratched lcd window, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.